Manufacturer narrative:
A central processing unit printed circuit board (cpu) assembly was returned for analysis. Previous investigations has shown that ls1's built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound. No new knowledge could be gained by continuing to investigate ls1 failures where the ls1 does not include a date code.

Manufacturer narrative:
B4: 20sep2021. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) the customer verified the 1104 code in the significant event log and it was determined that the central processing unit printed circuit board assembly (cpu pcba) needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the cpu pcba to resolve the issue and bring the device back to functionality. Operational testing was conducted and the device passed all required testing. Following the repair, the device was placed back into service. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. A supplemental report will be submitted when the component is received and evaluated.

Event description:
It was reported to philips that the device's back-up audio alarm failed. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.